Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 53 mg/dl. The customer stated that the insulin pump was beeping. The customer was offered with the low blood glucose troubleshooting and the customer declined. The self test was passed. The insulin pump will not be returned for analysis.